Manufacturer narrative:
H10: one (1) actual device, three (3) photographs and three (3) retention samples were evaluated. The photographs were visually inspected with the naked eye and a blue substance was observed within the lure valve in each photo. A visual inspection with the naked eye on the three retention samples was performed (one from ¿start of batch¿, one form ¿middle of batch¿ and one from ¿end of batch¿) and no defect or presence of ¿blue liquid¿ was identified within the lure valve of the retention samples. A visual inspection of the actual sample was performed and no ¿blue liquid¿ or ¿blue residue¿ was present within the lure valve; however, a slight residue / blue stain was noted on the pouch. The reported condition was verified in the photographs only and was not verified in the actual sample or the retention samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue liquid was found in a clearlink IV access valve. This was observed after priming the valve with saline/posi flush. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.